Event description:
In may 2006 the lay user/pt contacted lifescan alleging that she was unable to test on her meter because her one touch ultra cracked after it was dropped. The medical affairs spec. Spoke with the pt three days later ot obtain/verify information. On the date of event, the pt was having a "low blood sugar episode" when she dropped her meter on her gravel driveway, which cracked the meter causing and caused the battery to come out. The pt was unable to put the meter back together to test her blood glucose but her friend was able to get her food, which made her feel better. Since the meter broke, the pt has not been able to test on her meter for 6 days and did not take her novolin r insulin in the motrning but she continued taking her nightly 30 units of lantus. In may, 2006 prior to contacting lifescan, the pt had another "low blood sugar episode" and she was treated with food/drink that was provided by her friend. This complaint is being reported because the pt was unable to test before and while experiencing low blood glucose symptoms. The pt required assistance (food/beverage) from a non-health care professional. The meter, test strips, and control solution were replaced.